Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER after receiving inappropriate shocks. Patient had episodes of ventricular tachycardia (vt) and received an ablation to resolve the issue. Programming changes were made. Patient had no further shocks or vt episodes during remote follow up. No further information available.